Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2015, the reporter contacted animas, battery compartment moisture. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1; date of submission: 09/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be cracked in the areas above and below the grip pad. The threads of the returned battery cap were found to be stripped; a test battery cap was used during the analysis. Corrosion was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.